Event description:
Information was received indicating that while in use of a smiths medical cadd administration set, 17.45% of infusion was noted to be left over in the bag. No adverse effects were reported.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms # (B)(4). No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.